Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that patient with a bioprosthetic mitral valve, implanted for seven (7) years and three (3) months, underwent a valve-in-valve procedure due to severe mitral stenosis. Echo showed a degenerated mitral prosthesis with fused leaflets and a gradient of 14 to 15 mmhg at heart rates up to 60 to 70 beats per minute. A tmvr was successfully performed with an edwards transcatheter valve. Echo demonstrated a gradient of approximately 2 mmhg across the mitral valve. The patient had no evidence of left ventricular outflow obstruction with simultaneous pressure measurements from the aortic root and lv cavity. The patient's left atrial pressures, which were initially approximately 48 mmhg were still elevated, but had come down to approximately 38 mmhg after valve deployment. The patient tolerated the procedure well and was hemodynamically stable. The patient was discharged on pod #4.